Manufacturer narrative:
Concomitant medical product: durasul, alpha insert, ll/36, catalog no# 0100013712 ; lot no# unknown; allofit alloclassic shell 58/ll, catalog no# 00000004248 ; lot no# unknown. Therapy date : (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and experienced infection. Thus the patient underwent two stage revision to exchange with antibiotic spacer.

Manufacturer narrative:
Device history records (DHR): the DHR check for the durasul inlay could not be performed as the lot number was not available. For avenir stem, alllofit cup and biolox head: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection event summary: it was reported that a patient was implanted with allofit cup - avenir stem - dursasul alpha insert on feb 02, 2017 and experienced infection. Staph. Lugdunensis and proprionibacterium have been detected. Thus the patient underwent two stage revision on (B)(6) 2017 to exchange with antibiotic spacer. Review of received data - several x-rays have been received for this patient. The x-rays priot to the explantation on oct 16, 2017 have been considered to be relevant for this complaint. These x-rays have been reviewed by a hcp. On the x-ray dated feb 10, 2017 (8 days after implantation) there are radiologically detectable larger multicystic bone resorption zones in the area of the greater trochanter adjacent to the proximal femoral stem laterally. A smaller resorption zone medial is adjacent to the calcar at the level of the stem entrance level. Moreover there is a gap between the cup and the osseous acetabulum. Cupinclination angel was found to be about 40°. Preoperatively before implantation in the x-ray image on january 24, 2017 recognizable multicystically configured lightening in the area of the greater trochanter on both sides. The x-rays from feb 20, 2017 show the same results. The femoral osseous resorption zone at the level of the lateral prosthetic stem shoulder is well recognizable. The x-rays from jun 01, 2017 show no significant changes in the findings compared to the previous x-rays of feb 20, 2017. The cupinclination angle is also unchanged. Summary: a 69-year-old male patient has been implanted on feb 02, 2017 with a cementless total hip endoprosthesis due of advanced protrude coxarthrosis left, documented on the available preoperative x-ray documentation on 24.01.2017. Ten days after implantation on feb 10, 2017 there are radiologically detectable multicystic bone resorption zones in the area of the greater trochanter adjacent to the proximal femoral stem laterally, smaller resorption zone medial adjacent to the calcar at the level of the stem entrance level. In the course of almost 4 months later on 01.06.2017 almost unchanged findings without any indication of loosening of the implant components. Conclusion: in the present case, a patient suffered from a delayed infection at the hip endoprosthesis. Therefore the implants have been removed and a spacer has been implanted on oct 16, 2017. Unusually, 10 days after primary implantation, there are radiological recognizable focal multicystic bone resorption zones, which are proximal adjacent to the proximal prosthesis socket. Periosteal reactions are usually expected to occur three to four weeks after onset of infection. Based on the available documents it cannot be decided whether the multicystic bone structure, which has been radiological visible already before the primary implantation, is connected to the infection, which has occurred 8 months later. - the surgical report from the second step of the revision surgery on nov 06, 2017 has been received. It is mentioned that the patient had a low-grad infection and was revised in a two stage revision surgery. Due to the resistence spectrum of the germs, it was decided to perform the second step already after three weeks. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - instruction for use (IFU): the packaging insert IFU for endoprosthesis has been reviewed. It states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Root cause analysis root cause analysis with dfmea (durasul inlay): - infection due to failure of sterilization procedure due to supplier process => not possible: the sterilizaion certificates for all six lots which have been identified have been reviewed. Moreover, all devices are cleaned according to validated specifications. - infection due to failure of sterilization procedure due to design => not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. - infection due to re-use of single use components => possible: it is unknown if the devices were re-used or re-sterilized. Thus, it cannot be excluded. Root cause determination using rmw : - non-sterile device is implanted due to cleaning process failure. -> not possible: the sterilizaion certificate for this lot has been reviewed. Moreover, all devices are cleaned according to validated specifications. - non-sterile device is implanted due to sterilization process failure at supplier -> not possible: the sterilizaion certificate for this lot has been reviewed. Moreover, all devices are cleaned according to validated specifications. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> all devices are processed according to packaging specification. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - systemic adverse body reactions due to contaminated device due to insufficient internal cleaning process not possible -> a systematic issue would have been detected as part of the issue evaluation assessment. - non-sterile device is implanted due to inadequate transport/handling/storage condition => possible, transportation, handling and storage of the products in the hospital is out of zimmer biomet control. However, all products should be checked for packaging damages or deformation upon receipt. - non-sterile device is implanted due to inadequate re-sterilization procedure by user => possible, potential re-sterilization procedure in the hospital is unknown. However, instructions are given in the IFU. - non-sterile device is implanted due to implant is falling to floor during handling in or => possible, as it cannot be excluded. However, instructions are given in the IFU. - non-sterile device is implanted due to explanted implant is used for new implantation surgery => possible, as it cannot be excluded. However, instructions are given in the IFU. Root cause determination using dfmea (avenir stem): - septic loosening due to infection due to unsterile implant (failure of sterilization procedure at supplier due to design) => not possible: the sterilizaion certificate for this lot has been reviewed. Moreover, all devices are cleaned according to validated specifications. - infection due to failure of sterilization procedure due to supplier process => not possible: the sterilizaion certificate for this lot has been reviewed. Moreover, all devices are cleaned according to validated specifications. - transmission of infectious agent, infection due to reuse of the device which is only intended for singel use -> possible as it is unknown whether the stem has been reused. Root cause determination for the biolox® delta, ceramic femoral head using rmw: - non-sterile device is implanted due to sterilization process failure not possible -> not possible: the sterilizaion certificate for this lot has been reviewed. Moreover, the sterilization method is validated according to the sterilization specification. - non-sterile device is implanted due to contaminated device due to packaging failure => possible, the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. - non-sterile device is implanted due to surgeon resterilizes head => possible, IFU is provided to customers. However, it is unknown whether the device was resterilized at the hospital. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage => possible, the handling of the device is out of zimmer biomet control. - non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem => possible, IFU is provided to customers. However, it is unknown whether the device was resterilized at the hospital. - non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) => possible, IFU is provided to customers. However, it is unknown whether the device was resterilized at the hospital. Conclusion summary it was reported that a patient had a hip prosthesis implanted on feb 02, 2017, which was revised on oct 16, 2017 due to an infection. The x-ray review showed, that there are already 10 days after primary implantation radiological recognizable focal multicystic bone resorption zones, which are proximal adjacent to the proximal prosthesis socket. These kind of periosteal reactions are usually expected to occur three to four weeks after onset of infection. Moreover, based on the available documents it cannot be decided whether the multicystic bone structure, which has been radiological visible already before the primary implantation, is connected to the infection, which has occurred 8 months later. It is also mentioned that the patient has a rheumatoid pre-existing condition. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma and eto sterilization specification of the devices certiify the suitability of sterilization. Moreover, no trend on infection has been observed for the product reference numbers. No additional complaints have been found for the lot numbers. The cause for an infection can be multifactorial, however, it is highly unlikely that a disadvantageous product or packaging design favoured or contributed to the infection. The applicable packaging insert for endoprosthesis lists as side effect ¿early or late infections¿ it also contains the warnings that "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility." And "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer.". However, based on the available information, an exact root cause for the infection cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0388207. The following reports are associated with this event: 0009613350-2018-00478 duasul, alpha insert 0009613350-2018-00479 avenir muller stem 0009613350-2018-00481 allofit alloclassic shell 0009613350-2018-00794 biolox head.